Event description:
It was reported that the battery of the oxylog 3000plus device did not charge properly. Charging led was red and internal battery discharged alarm occurred. Ventilation stopped during transport. No patient health consequences have been reported.

Manufacturer narrative:
The log file was analysed regarding to the reported information. Based on the log file entries the reported issue could be verified. As per log file entries a charging failure of the internal battery occurred. The investigation at the supplier revealed that the charging failure is caused by a problem in the configuration of the battery pack and a problem with the software of the charger pcb. These result in an error condition on the charger circuit board that blocks a switchover from the internal battery to the external supply. Thus, the device continues operation on the internal battery even if the device is connected to an external supply. In case of a charging failure the display symbol for the power supply lights red as described in the IFU and the alarm message no int. Battery charging is displayed. Additionally, the device alarms a discharged battery visually and acoustically as specified to warn the user about a low battery level. Potentially the ventilation may stop as reported for the event in question. In this case an alternative independent ventilation device must be used instantly, as described in the instruction for use. In the present case, the device posted multiple batterie related alarms. Already the day before ventilation stopped, the user was informed about a charging problem of the battery. No patient harm was reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the battery of the oxylog 3000plus device did not charge properly. Charging led was red and internal battery discharged alarm occurred. Ventilation stopped during transport. No patient health consequences have been reported.

Manufacturer narrative:
As part of internal quality optimization, the code set has been modified. For this reason, a new report with the updated code set will be sent out.